Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video image failed to display during a therapeutic endoscopic laminoplasty procedure while the patient was sedated and the device was still outside the body; the procedure was successfully completed using an olympus backup device, with no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor pixel due to failure of imaging. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the cable. The cause could not be determined; the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.